Event description:
It was reported that a bend in the lead was noted prior to implant and was not used. The lead had been in the manufacturing representative¿s trunk until the time of this report and would return it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type: accessory; product ID neu_ stylet_acc, lot# unknown, product type: accessory. Analysis of the lead found no anomalies.